Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for follow up. Upon interrogation, the pulse generator displayed an error message. Telemetry remained stable throughout the procedure. No intervention was performed. The patient was asymptomatic.